Event description:
It was reported that the drug luer was cracked and leaking. A 106x18cm ekos endovascular device was selected for use in a thrombolysis procedure to treat a pulmonary embolism. During therapy in the intensive care unit (ICU), it was discovered that the drug luer was broken and leaking. The catheter was not exchanged. Instead, treatment continued with the other ekos catheter in use. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. Microscopic visual inspection of the infusion catheter showed that the drug luer displayed cracking. The device was tested using a syringe filled with water to flush the line. During the line flush, the drug luer began to leak from the cracks on the luer. The site also provided a video of the device spraying liquid out of the side of the drug luer, confirming the broken drug luer component and a leak.

Event description:
It was reported that the drug luer was cracked and leaking. A 106x18cm ekos endovascular device was selected for use in a thrombolysis procedure to treat a pulmonary embolism. During therapy in the intensive care unit (ICU), it was discovered that the drug luer was broken and leaking. The catheter was not exchanged. Instead, treatment continued with the other ekos catheter in use. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the device was not returned for analysis; however, a video was provided that showed the device spraying liquid out of the side of the drug luer, confirming the broken drug luer component and a leak.

Event description:
It was reported that the drug luer was cracked and leaking. A 106x18cm ekos endovascular device was selected for use in a thrombolysis procedure to treat a pulmonary embolism. During therapy in the intensive care unit (ICU), it was discovered that the drug luer was broken and leaking. The catheter was not exchanged. Instead, treatment continued with the other ekos catheter in use. No patient complications were reported.